Event description:
Consumer reports family member tried to wake pt up in the am and pt was unconscious. Family member took pt blood and received a reading of 153, ambulance was called amd emergency medical tech meter got a reading of 41. Transported to the hosp. Believe they have been insulin dosing on inaccurate readings.